Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 10 years, 4 months due to severe aortic stenosis and moderate aortic insufficiency, secondary to calcification. Per the op report, the patient had marked pannus ingrowth of the valve as well as degeneration of the valve leaflets themselves with severe stenosis. The surgeon also indicated calcification of the leaflets. The subject valve was excised and the annulus was carefully debrided. The pannus was resected and the annulus was carefully inspected. A new edwards pericardial valve was placed and seated well. Tee noted good function of the aortic valve and was used to assist with de-airing. The patient was subsequently weaned off bypass.

Manufacturer narrative:
(B)(4) = pannus ingrowth. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, it appears that the stenosis and insufficiency was likely caused by the calcification and pannus noted on the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.